Event description:
The pt had a laparoscopic assisted vaginal hysterectomy. She had a large fibroid uterus with a pre-op ultrasound finding of a potential mass in the endometrium. Due to history of prior endometrial ablaton, endometrial biopsy could not be relied on to be effective at sampling the mass. At the end of the vaginal portion of the procedure. I confirmed the uterus was free from all pedicles. I made the decision to utilize the alexis contained extraction system by applied medical so that I could avoid morcellation of the uterus in the pelvic cavity. The applied medical device rep was present to ensure proper use of the product. I properly accordion folded the bag then folded the ring I inserted the system into the vaginal incision but met with resistance about half way. After several attempts, I removed the bag then re-folded it and inserted it into the pelvis. As the ring was opening I immediately detected bowel gas. I became concerned that the bowel had been compromised. After I removed the uterus, I could see bowel contents. I called immediately for a colorectal surgeon consultation. The surgeon evaluated the injury and determined that the injury was linear on the rectum and not due to inappropriate placement of surgical clamps or due to thermal injury. We determined that the injury was caused when the containment system was inserted. The pt required a laparotomy, a low anterior of a portion of the rectum and a diverting ileostomy. She will need to stay in the hospital for approx 1 week and will subsequently require a second surgical procedure to take down her ileostomy.